Event description:
A rotator cuff reconstruction procedure was performed using quattro x suture anchor product and it was reported that the driver handle broke when deploying the first suture anchor. It was also reported that the first suture anchor pieces were left in the patient and a new suture anchor was deployed in a new drilled hole which caused a 30 minutes delay.